Event description:
The customer reported that the system intermittently boots with several communication failure messages, or the keyboard responds erratically. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The onsite tech found the problem to be with the system power plug ground, and neutral line. The service call was cancelled. No service was performed by ge.